Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: received product consisted of an epic device with no original packaging or other devices. The safety-lock was securely attached to the rack, as-received; however, it could not be determined if it was removed and replaced prior to return to bsc. The distal end of the stent was partially expanded by a length of 4.5mm. There was one bent stent strut. Functional testing was performed by removing the safety lock and successful deployment the stent. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent premature deployment occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 6.0x60mm target lesion contained a >=90 degree bend and was located in the moderately calcified and severely tortuous superior femoral artery (sfa) extending to the popliteal artery. A 6x80x120 epic¿ metallic stent was selected to treat the target lesion. During the procedure, the stent was deployed at the distal part of the stent before the thumb wheel drive was activated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent premature deployment occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 6.0x60mm target lesion contained a >=90 degree bend and was located in the moderately calcified and severely tortuous superior femoral artery (sfa) extending to the popliteal artery. A 6x80x120 epic metallic stent was selected to treat the target lesion. During the procedure, the stent was deployed at the distal part of the stent before the thumb wheel drive was activated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.